Event description:
Customer reported receiving erratic readings on his precision xtra blood glucose meter. Customer reported receiving readings of 96 mg/dl, 451 mg/dl, 184 mg/dl and 368 mg/dl within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
(B) (4). The device has been returned and an investigation has determined the complaint is not confirmed. Control solution testing results were within specifications. The reported readings were found in the meter's internal memory log.